Event description:
It was reported that a decline in auditory performance of the child has been observed by his grandmother over the past 20 days. Problems with the external devices have been excluded. Testing carried out on september 24, showed "hi" status on channels 1, 4, 6, 9, 10 and 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.